Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare profession reported a patient was injected with an unspecified juvéderm and an adverse occured described as "vision loss. After hyaluronic acid was injected into (undereye) tear troughs, vision loss presented. After hyaluronic acid was injected into (undereye) tear troughs, [patient's] eyesight has somehow become difficult to see. After several days, ophthalmic examinations showed a decrease of 0.6." Healthcare professional also noted "this symptom presented after hyaluronic acid was injected, the causal relationship can not be denied."